Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer checked the power of a heart lung machine hl20 and discovered the error message "er5" (error 5) on the system control panel. Reference number: (B)(4).

Manufacturer narrative:
According to the communication with the ssu in the communication field the technician performed as follows: upon arrival on-site inspection, the power-on report error message err 5, open the back cover of the machine and find that the ok indicator on the pressure module dpm20-440 is not lit. It should be always on under normal conditions. After replacing a test spare part, the indicator status returns to normal. Error message after the elimination, the equipment running test is restored to normal, and it can be judged that the pressure module is faulty. The hospital purchased a new pressure module that has been replaced and is operating normally. A similar incident was already investigated in complaint#(B)(4). According to the investigation report ((B)(4)) performed by life cycle engineering in rastatt the investigation outcome was as follows: the defective dual pressure module (dpm) was sent back to the lce in rastatt. The dpm did not show any signs of damage. After installing the module it showed the error 5. Further investigation showed that the fuse (f3) was blown. After replacing and soldering the fuse (f3) the error 5 was gone. The most probable root cause could be determined as a blown fuse. The reported failure "error 5" could be confirmed. The reported failure "error 5" did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurence rate is below the acceptance rate, thus no remedial action required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).